Event description:
On (B)(6) 2012, the patient reported that she had accidentally erased the settings for her bolus calculator. She has been guessing at the bolus recommendations. During the day of this report, she passed out. Her blood glucose level was 79 mg/dl earlier in the day. She ate some cheese and crackers but suddenly became unconscious. Her husband gave her and injection of glucagon. He tested her blood glucose level and it was 42 mg/dl. She stated that she immediately regained consciousness and about 40 minutes later, her blood glucose level was 105 mg/dl. Her normal range is 90-140 mg/dl. Her blood glucose level has returned to normal. She felt the cause of the event was due to her guessing on her bolus calculations. No product was requested to be returned at this time.